Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blow glucose level of 41 mg/dl. Customer was treated with carb intake. Customer declined troubleshooting for low blood glucose. The customer was advised a battery cap will be sent. The insulin pump was not returned for analysis.